Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer fell into the lake while wearing the device. The patient's blood glucose at the time of incident was in the 200 mg/dl and 300 mg/dl range. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The customer also mentioned that he was camping the night before and his infusion set failed. His blood glucose was in the 400 mg/dl range; he was throwing up and experiencing diabetic ketoacidosis. The customer changed the infusion set and treated with the insulin pump, and his blood glucose decreased by 100-200 points. Then he fell into the lake. No products were returned or replaced as of yet.